Event description:
The customer reported a touchscreen problem. The fse reported that the system would not start up (no boot). There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive. The system operates as intended.